Event description:
It was reported that the device did not advise to shock during patient treatment after analysis 4. The customer feels that this was an inappropriate decision as the patient was in ventricular fibrillation. The patient did not survive the event.

Manufacturer narrative:
(B)(4). Physio-control did not evaluate the device. Physio-control performed a clinical review of the electronic patient record downloaded from the device and observed that the device appropriately advised a shock for ventricular fibrillation in analyses 1, 2 and 3. However, in analysis 3 a semi-organized rhythm was observed and physio-control identified a polymorphic ventricular tachycardia rather than ventricular fibrillation. In analysis 4 it was observed that the device appropriately advised not to shock for polymorphic ventricular tachycardia; however the ventricular tachycardia converted to asystole 13 seconds after the analysis. It was determined that the device performed according to its design and no evidence of a device malfunction was identified. The greatest challenge for an automated external defibrillator is differentiating pulseless ventricular tachycardia from supraventricular tachycardia or pulsatile ventricular tachycardia. The international standard for external defibrillators recognizes this challenge by setting the sensitivity goal for shockable ventricular tachycardia at 75%, as opposed to 90% for coarse ventricular fibrillation (see reference #1 below). The lifepak shock advisory system has been shown in the electrophysiology laboratory to have reasonable accuracy with shockable and nonshockable tachycardias (see reference #2 below). Ref. #1: ansi/aami/iec 60601-2-4:2010, particular requirements for basic safety and essential performance of cardiac defibrillators. Arlington, va: association for the advancement of medical instrumentation: 2010. Ref. #2: carlson md, freeman cs, garan h, ruskin jn. Sensitivity of an automatic external defibrillator for ventricular tachyarrhythmias in patients undergoing electrophysiologic studies. Am j cardiol. 1988;61:787-90.